Event description:
It was reported that failure to capture was noted on the right atrial (ra) lead. X-ray was performed and revealed ra lead dislodgement. The physician elected to explant the ra lead and replace it with a new lead. The patient condition was stable.